Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (490 mg/dl), diabetic ketoacidosis, and pneumonia. Customer was treated with intravenous insulin drip and antibiotics for the pneumonia. Customer was discharged from the hospital on (B)(6) 2017.